Event description:
The alarm belt triggers the alarm even with the belt closed. No patient injury reported. Posey inspection shows the unit has a broken wire and no alarm.

Manufacturer narrative:
Evaluation results: evaluation of the returned product shows the red wire is broken and no alarm.